Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 420 mg/dl; cause was unknown. The customer was treated with intravenous (IV) fluids of saline and insulin to address the elevated bg. The customer was discharged 3 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, no additional patient or event information was available.